Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead exhibited noise over-sensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.